Event description:
Product was returned by a retailer without a noted complaint.

Manufacturer narrative:
Heating pad is bunched /crushed with shows abuse of the product and a violation of the instructions and warnings provided.